Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, hyperglycemia as well as hypoglycemia on (B)(6) 2018. The customer high blood glucose level was over 400 mg/dl and low blood glucose level was 43 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection, insulin pump and intravenous fluids during hospitalization for high blood glucose and juice for low blood glucose. The customer stated that they delivered a bolus then they received no delivery alarm. The customer stated that they already tried replacing their infusion set, site and reservoir and insulin. The customer stated that the symptoms related to high blood glucose such as vomiting and throwing up. The customer did not try different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they have tried all remedies. Customer stated that the insulin pump had reoccurring of no delivery alarms and it was doing it. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08720 inches. No excessive no delivery alarms noted. Device received with minor scratched display window, case and keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.